Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Asked nurse to start therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage, system hours were 2729.4 and pump hours were 46.2. Asked nurse to feel for any kinks or compressions in the pad tubing. None noted. Suggested replacing the pad. They were getting a low flow alarm (alarm 02) on s/n (B)(6). The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Nurse called back 6:53 am. They changed the pad and continued to get no flow. They stopped therapy and removed the device. Asked nurse to send to biomed and have biomed call in to troubleshoot.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Asked nurse to start therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage, system hours were 2729.4 and pump hours were 46.2. Asked nurse to feel for any kinks or compressions in the pad tubing. None noted. Suggested replacing the pad. They were getting a low flow alarm (alarm 02) on s/n dyjnal010. The reservoir was full, and they have disconnected and reconnected the pad. Therapy currently stopped. Nurse called back 653am. They changed the pad and continued to get no flow. They stopped therapy and removed the device. Asked nurse to send to biomed and have biomed call in to troubleshoot. Per follow up information received via task on (B)(6) 2026, spoke with nurse who confirmed device had been received by a biomed early this morning and noted the patient had transferred from another facility a couple days prior and was around 5kg. They were using a neonate size pad for this patient. Denied any exposed surfaces. After troubleshooting, no further issues on the new device and pad. The original pad was disposed of since they believe this was a device issue. Per follow up information received via task on (B)(6) 2026, spoke with biomed who stated this device had a total maintenance package completed a couple months ago and should still be under their warranty. Their team had not looked at the device yet and would be contacting customer service to return the device again and would like to request a loaner.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: cautions: use pads immediately after opening. Do not store pads in opened pouch. The neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arcticgel pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Directions: place the patient (1.8 to 4.5 kg; 4.0 to 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l per min. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.